Manufacturer narrative:
Continuation of d10: product ID d-evprop34us (lot: 0012266581); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, during deployment, the valve "reflexed". The valve was recaptured and withdrawn from the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, during deployment, the valve "reflexed". The valve was recaptured and withdrawn from the patient. No patient complications were reported as a result of this event. Additional information was received that during initial deployment when the valve was deployed to 30%, imaging showed one side of the valve folding over, with overlapping shadows. The valve was then recaptured because the patient's blood pressure was low and showed no signs of rising, and the electrocardiogram indicated abnormalities. A procedural delay of approximately five minutes occurred as a result of the infold.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the valve was recaptured, the patient's blood pressure and electrocardiogram returned to normal; however, vasopressor medication was required to treat the hypotension.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, during deployment, the valve "reflexed". The valve was recaptured and withdrawn from the patient. No patient complications were reported as a result of this event. Additional information was received that during initial deployment when the valve was deployed to 30%, imaging showed one side of the valve folding over, with overlapping shadows. The valve was then recaptured because the patient's blood pressure was low and showed no signs of rising, and the electrocardiogram indicated abnormalities. A procedural delay of approximately five minutes occurred as a result ofthe infold. Additional information was received that after the valve was recaptured, the patient's blood pressure and electrocardiogram returned to normal; however, vasopressor medication was required to treat the hypotension. Additional information was received to report the physician was unsure if the delivery catheter system (dcs) contributed to the hypotension. Following withdrawal of the dcs and loaded valve, a second system was used to complete the implant procedure.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. D10. In the initial medwatch report, the h11 reported the dcs as a concomitant product; however, the section d10 did not reflect this. Additional information was received to clarify within this supplemental 003, the dcs could not be excluded as a contributing cause to the adverse event. Let this report accurately reflect the dcs is not a concomitant device. This is a system report; section d information references the main component of the system and was in use with the dcs: -medtronic product brand name: evolut pro plus dcs; -product ID: d-evprop34us; -FDA site ID: dcs: (B)(4) -lot: 0012266581; -manufactured date: 2024-05-13; -use by date: 2026-05-13; -UDI: (B)(4); -implant date: non-implantable h4. Device mfg date h6. Annex d codes were added. Additional codes. Annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.